Manufacturer narrative:
(B)(4). Section d4 and h4: device 1-26: lot#: 2102268141; date of manufacturing: 19 july 2022; UDI: (B)(4). Device 27: lot#:2102037025; date of manufacturing: 16 february 2022; UDI: (B)(4). The complaint mr290v vented autofeed humidification chambers are currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china via a fisher & paykel healthcare (f&p) field representative that 27 mr290v vented autofeed humidification chambers provided with the rt265 infant dual heated evaqua2 breathing circuit, were found cracked and the base plate dented before patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Section d4 and h4: device 1-26: lot#: 2102268141; date of manufacturing: 19 july 2022; UDI: (B)(4). Device 27: lot#:2102037025; date of manufacturing: 16 february 2022; UDI: (B)(4). Section h10 manufacturer narrative: method: the complaint mr290v vented autofeed humidification chambers were not returned to fisher & paykel healthcare new zealand for evaluation. Our investigation is therefore based on the information and photographs provided by the customer and inspections performed at the china regional office, and our knowledge of the product. Results: visual inspection of the photographs provided by the customer confirmed cracks in the dome of the humidification chamber and dents to the humidification chamber base. Photographs of the outer packaging confirmed that there was damage to the cardboard box. Conclusion: without the complaint devices, we are unable to confirm the cause of the reported event. However, based on our investigation, the physical damage was most likely due to impact damage during transportation or storage of the finished products. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure." "Do not use the chamber if the seals are not intact when received, or if it has been dropped."

Event description:
A distributor reported on behalf of a healthcare facility in china via a fisher & paykel healthcare (f&p) field representative that 27 mr290v vented autofeed humidification chambers provided with the rt265 infant dual heated evaqua2 breathing circuit, were found cracked and the base plate dented before patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). **UDI related data quality updates only** corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare. Section d2a: common device name updated to breathing circuit. Section g1: contact person updated to (B)(6). Section d4: expiration date added. Section d4: UDI details added, section d4 and h4: device 1-26: lot#: 2102268141; date of manufacturing: 19 july 2022; UDI: (B)(4). Device 27: lot#:2102037025; date of manufacturing: 16 february 2022; UDI: (B)(4). Method: the complaint mr290v vented autofeed humidification chambers were not returned to fisher & paykel healthcare new zealand for evaluation. Our investigation is therefore based on the information and photographs provided by the customer and inspections performed at the china regional office, and our knowledge of the product. Results: visual inspection of the photographs provided by the customer confirmed cracks in the dome of the humidification chamber and dents to the humidification chamber base. Photographs of the outer packaging confirmed that there was damage to the cardboard box. Conclusion: without the complaint devices, we are unable to confirm the cause of the reported event. However, based on our investigation, the physical damage was most likely due to impact damage during transportation or storage of the finished products. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure." - "do not use the chamber if the seals are not intact when received, or if it has been dropped."

Event description:
A distributor reported on behalf of a healthcare facility in china via a fisher & paykel healthcare (f&p) field representative that 27 mr290v vented autofeed humidification chambers provided with the rt265 infant dual heated evaqua2 breathing circuit, were found cracked and the base plate dented before patient use. There was no patient involvement.